Event description:
Revision surgery - the patient failed to complete physical therapy per the surgeon. The patient experienced tightness in the joint. A socket shell and socket insert were replaced. There was no failure with the product per the surgeon.